Manufacturer narrative:
A getinge field service engineer (fse) stated that a test has been carried out and it is leaking in the pim module. In the other tests, it was approved because it is a microhole and it can even inflate the catheter but the equipment is not released for use. When exchanging the pim module, perform the 30 psi calibration as it was not possible. Equipment not released for use. Replaced pim and cleared for clinical use.

Event description:
It was reported that during field action, the cardiosave intra-aortic balloon pump (iabp) unit is leaking in pim module. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is leaking in pim module.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)